Event description:
The customer received a blood glucose reading of 28mg/dl on the contour next link, re-tested on the contour next ez and the reading was 120mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned. Strips were not replaced.